Event description:
It was reported that the compressor kept going into standby, failing to supply the ventilator with compressed air. There was no pt involvement. (B)(4).

Manufacturer narrative:
The exchanged part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Manufacturer narrative:
The investigation of the reported compressor issue has been finalized. The compressor unit was investigated by maquet service technician. The reported issue regarding the compressor going into standby was reproducible during testing. The compressor standby valve was replaced, the unit passed all tests after the exchange of the standby valve. The compressor unit was then returned back to service at the hospital. The electrical evaluation of the returned standby valve did not show any deviations, no open circuits could be established. The evaluation of the returned ventilator logs belong to the ventilator that the compressor was connected to confirms the standby issue. When the compressor goes into standby mode, the ventilator will generate alarms for low air gas pressure, and high o2 concentration since the ventilator device only continues operation with oxygen gas. Both alarms were generated at the reported date of event. The cause for the reported event was due to the faulty standby valve.

Event description:
(B)(4).